Event description:
On 01-20-00, contemporary products, inc (cpi) received notification from chad therapeutics that an incident occurred that included a chad conserving device and a cpi regulator. The following is from chad's report to co and co's medwatch report 2024040-2000-001. On 12/20/99 chad received a report from a facility that an accident had occurred with one of their pts. "The pt's oxygen system caught fire." The preliminary info from facility stated that the pt was taken to a nearby emergency room where pt was treated for a flash burn on the right leg and released. On 01/03/00 the insurance carrier for facility notified chad. They stated that the products are currently under the insurance co's custody. On 01/06/00 chad was notified that the pt was readmitted to the hospital on 12/21/99 for further treatment and released.